Manufacturer narrative:
Occupation: coordinator. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported, during a percutaneous nephrolithotomy with ureteroscopic stone extraction procedure using a amplatz ultra stiff ptfe double flexible wire guide, a piece of the wire sheared off in the patient. The resident performing the procedure forced the wire, and it sheared off. The physician assumes it was due to an issue with the scope they were using, since they felt resistance in the distal end. The piece of wire was successfully removed with cook alligator tooth retrieval forceps. Additional information was received 21 aug 2019: it was reported, the wire was advanced up the ureter and into the kidney. The scope was advanced over the wire. The physician believes that a ¿kink¿ in the working channel of the scope caused the wire to shear / separate. The wire was never withdrawn or pulled through a needle. A different scope and wire was used and the procedure was completed without difficulty. There is no patient information available. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A visual inspection of he returned device was conducted. A document-based investigation was also performed including a review of complaint history, dimensional verification, instructions for use, manufacturing instructions, quality control data, and specifications. Visual examination confirmed that one device was returned in used and damaged condition for investigation. Further investigation showed that the wire was elongated and separated into two sections. One of the pieces measured 4.4cm and the second piece measured approximately 131.4cm. The longer piece contained about 74.3cm of elongated coiling. The elongation began at the end of the solder. Both of the weld balls were observed to be present and undamaged, but one solder was observed to be broken. Dimensional analysis of the outer coiling was within the correct specifications and tolerances. Based on the condition of the returned wire, the length dimension could not be accurately measured. There was no evidence to suggest the device was manufactured out of correct specifications and tolerances. A review of the device history record could not be completed due to lack of lot information from the user facility. A review of complaint history records shows no other complaints. With the known information, there is no evidence to suggest there is nonconforming product in house or out in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "3. Advance the flexible end of the wire guide into the device and position to the desired anatomical location. Note: endhole size and length of the device must be taken into consideration to ensure proper fit between wire guide and device." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint was confirmed based on customer testimony and analysis of the returned device. Cook has concluded that a component failure, without a manufacturing or design issue contributed to the failure mode. The solder was observed to be damaged during failure analysis, but there was no evidence to suggest it was manufacturing related. The customer stated that the wire guide had not been manipulated or withdrawn through the needle, but that a scope was advanced over the wire after it had been placed. It is possible that the scope contributed to the damage of the wire. The scope could have been an incompatible size, or was damaged prior to insertion over the guide wire. It is also possible that the wire became damaged upon insertion to the patient, either due to excessive forces or patient anatomy. Any damage to the wire guide while in place could have caused it to separate/unravel upon removal. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last (B)(6) 2019.